Manufacturer narrative:
Failure event was observed during analysis. The connector portion of the lead was returned in one piece. Insulation degradation was noted at 4.5cm to 4.6cm from the connector pin. All other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.